Event description:
It was reported that the patient was experiencing pain and developed an alleged infection and hematomas. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: tibial poly spacer, tibial hinge component, and distal femur axial pin. The following eleos implants remain implanted from the patient's original surgery: distal femur, tibial baseplate, and cemented stem extension. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00259, #3013450937-2022-00260, #3013450937-2022-00262, #3013450937-2022-00263, #3013450937-2022-00264.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the pain, alleged infection and hematoma could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added g3: date received by manufacturer added g6: type of report added h2: follow-up type added h3: device evaluated by manufacturer updated to no h6: type of investigation code updated to 4110: trend analysis h6: type of investigation code updated to 4117: device not accessible for testing h6: type of investigation code updated to 3331: analysis of production records h6: type of investigation code updated to 4111: communication/interviews h6: type of investigation code updated to 4109: historical data analysis h6: investigation findings code updated to 3221: no findings available h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data.

Event description:
It was reported that the patient was experiencing pain and developed an alleged infection and hematomas. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: tibial poly spacer, tibial hinge component, and distal femur axial pin. The following eleos implants remain implanted from the patient's original surgery: distal femur, tibial baseplate, and cemented stem extension. No additional information regarding this adverse event has been reported